Event description:
It was reported that during a follow-up, upon interrogation 24 aborted vf episodes due to noise were observed. Low impedance and fracture were noted. Noise was reproducible with isometric testing. The lead was capped.